Event description:
Additional information reported the patient was still having concerns with the device or therapy, but had not sought further help. The patient continued to hear the alarm and continued to want the alarm shut off and the pump explanted, but was unable to find a provider to assist. The patient indicated he might have a surgeon he had been referred to, see if he would remove the pump.

Event description:
It was reported that the patient started to hear a "beep" every 2-3 hours and "22 minute mark." It was noted that the patient was at work, in a car and near a computer. The patient started to hear a "double beep" and then determined it was the pump. It was suggested that the alarm could be due to elective replacement indicator (eri); however, telemetry had not yet been performed. It was noted that the patient wanted the pump removed because it "sticks way out and gets in the way." The patient bumped it 5-10 times over the past 7 years and then becomes painful. The patient was having difficulty finding a surgeon to remove the pump. It was noted that the pump stopped six years ago after it had been filled with saline and shut off. The alarms were reportedly disabled at that time. It was noted that the patient had a neurological disorder that affected his balance. The patient had fallen several times in the past seven years. The patient hit the pump in those falls and this caused pain. It was later reported that the patient wanted to be tapered off the pump and have it shut off, as he was having difficulty requesting removal and assistance with the pump. It was believed that the pump affected the patient's mental well-being. For a couple months following pump implant, the patient "did not handle myself good" and he was "pretty rude and hostile" from what he was normally. The patient had an altered mental status. It was also reported that the pump was defective and should have been removed because it was "recalled" and the patient experienced multiple falls. The pump was "misfiring" and giving the patient "too much stuff which kind of led to the whole thing going downhill." It was also reported that the catheter was broken. The patient and hcp discussed having the pump alarm turned off. Additional information was requested but was not available at the time of this report. It was noted that the patient filed a complaint with the FDA on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n083573, implanted: (B)(6) 2006. Product type: accessory, product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter, product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
Please see manufacturer report #6000030-2007-00138 for information regarding pump shut off and filled with saline 6 years ago.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient¿s pump was protruding from his abdomen, which caused ¿pain and stinging¿ to the pump area when he bumped, or banged it. The pump originally had baclofen in it, but the baclofen was removed and replaced with normal saline. The pump and its alarms, were said to be shut off after this, however, the pump was alarming or beeping again.